Manufacturer narrative:
The root cause and root cause sub class cannot be identified. There was limited device-specific information provided, not batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event safety request investigation. The manufacturing operation employ quality control procedures, which include in- process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. This is an adverse event for a burn and misuse of the product. A risk calculation cannot be determined as there is no reasonable suggestion of a device malfunction.

Event description:
On 02-jun-2023, a spontaneous report from canada was received from a consumer via shandex, regarding a female consumer (age not provided) who used a thermacare lower back and hip heat wrap. Medical history and concomitant products were not provided. On (B)(6) 20223, after wearing the heat wrap and then falling asleep with it on, she experienced a burn. No additional information was provided.